Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case. Review of the event history log showed invalid syringe size. A functional test was performed and the reported issue was not duplicated. The possible cause of the reported issue was due to the customer using the incorrect syringe not configured for the device. As a result, no additional repair was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump could not recognize the syringe size. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.